Event description:
A female had uneventful cataract surgery with intraocular lens implant. The surgeon had selected a replacement lens of +5.0 diopters for this pt. Following surgery, the pt had an unexpected hyperopic refraction. Upon investigation, it was found that a (-) 5.00 diopter lens had been implanted instead of a (+) 5.00 diopter lens. The authors of the article conclude the error occurred because of the significant resemblance of the packages for negative lens power diopters and positive lens power diopters. Following the incident, the facility began to manually draw a color line in front of negative diopters to clearly discern negative power iols. No further events have occurred.

Manufacturer narrative:
Eval summary: product history records could not be reviewed because the reporter di dnot provide a complaint lens serial number, lot number, or any identification traceable to the manufacturing documentation. The addition of the word "minus" after the model number is planned for negative diopter products as part of a general global labeling upgrade. Including this report, there have been a total of two complaints of this type rec'd since 01/01/2000.